Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed. Examination of the returned product with material analysis engineer indicated, "damage consistent with impingement and explantation observed on liner. Burnishing, scratching and third-body indentations also observed. These are common damage modes of uhmwpe." The provided medical information was submitted to a consulting clinician who confirmed the liner disassociation but deemed the information insufficient and rejected it for a medical review. Review of the product history records indicate 10 devices were manufactured and accepted into final stock on (B)(6) 2014 with no reported discrepancies. There have been no other events for the lot referenced. The reported event was confirmed however, the root cause could not be determined as insufficient information was provided. If additional information becomes available, this investigation will be reopened.

Event description:
Trident constrained liner dislocated at the larger head poly junction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Trident constrained liner dislocated at the larger head poly junction.